Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 5301458. Medical device expiration date: 2020-10-31. Device manufacture date: 2016-01-26. Medical device lot #: 5320285. Medical device expiration date: 2020-11-30. Device manufacture date: 2015-12-12. Investigation: summary: one (1) pc of hypoint needle was received. The embedded fm was measured to be 0.30mm2 which is less than 0.4mm2, hence, within the specification. Conclusion: returned sample were received and the reported non-conformance was observed as per attachment a. The embedded fm was measured and it was observed to be 0.3mm2 which is smaller than 0.4mm2, hence, within the specification. DHR review - no similar defect was found in in-process and out-going inspection no notification was raised for this defect. Manufacturing review - review of machine history tracking and in-process inspection showed no similar issues. Bd was able to duplicate or confirm the customer's indicated failure mode. Root cause: the returned sample was measured and the size of the embedded fm measured to be within specification. Corrective actions has been implemented as follows: (1) clear all gate cap and check the heater and thermocouple are function properly. Completed on 20 apr 2017. (2) increase the frequency to check heaters and thermocouples from 6 monthly to 3 monthly pm. Completed on 12 may 2017. Both corrective actions are implemented after the production dates of the affected batches. Probably root causes: machine. Rationale: CAPA is not required as the returned sample is measured to be within specification. (B)(4).

Event description:
It was reported foreign matter was found in the hub of a 27g x 1/2 in. Bd hypoint¿ hypodermic needle(s), before use. No reported medical intervention or serious injury.